Event description:
It was reported via ms&s "caller has retained wire from powerpicc solo (product# 1194108d, lot# redu3936) removed from patient on (B)(6) 2020. Nurses report to caller that "patient had pain with insertion and 44 cm of wire has defect." It was stated, issue occurred during the introducer phase of placement. 04/20/2020-additional information provided stated, "PICC rn states that as she was advancing the introducer wire that patient started complaining of pain. Rn stopped and then started to advance more. Pt stated that the pain was worse. Rn then removed the introducer wire and continued procedure with a new wire. After PICC was placed and rn was cleaning up equipment, she noted that there were what appeared to be fraying to the wire, close to the tip."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of fraying of the guidewire was confirmed and it appeared that the damage occurred during use. One 50cm guidewire was returned for investigation. The guidewire exhibited evidence of use. What appeared to be dry blood residue was observed on the coil wire. The proximal end of the coil wire was unraveled 5mm from the core wire. Deformation in the adhesive at the attachment point at the proximal end of the coil wire was observed. Given the current state of the guidewire, the wire would not have been able to fit through the introducer needle during the insertion process; however, it was reported that the patient complained of pain during insertion of the wire. It appears that the damage occurred during use and this type of damage can occur if the guidewire is retracted against the needle bevel. The instructions for use (IFU) state, ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redu3936 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu3936 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "caller has retained wire from powerpicc solo (product# 1194108d, lot# redu3936) removed from patient on (B)(6) 2020. Nurses report to caller that "patient had pain with insertion and 44 cm of wire has defect." It was stated, issue occurred during the introducer phase of placement. On 04/20/2020 - additional information provided stated, "PICC rn states that as she was advancing the introducer wire that patient started complaining of pain. Rn stopped and then started to advance more. Pt stated that the pain was worse. Rn then removed the introducer wire and continued procedure with a new wire. After PICC was placed and rn was cleaning up equipment, she noted that there were what appeared to be fraying to the wire, close to the tip."